Event description:
Additional information: device issue was found during preventative maintenance. No user or patient harm.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection found the liquid crystal display (lcd) was missing the screen; confirming the complaint. A root cause was unable to be determined. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the warmer digital plate came off. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.